Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 13-may-2019 with the following findings: a review of the black box data showed the dates from (B)(6)2019 to (B)(6)2019. The black box and histories for the issue reported on (B)(6)2018 have been overwritten due to continued use of the pump. The available daily insulin delivery totals correctly reflected programmed basal rates. The temp basal rate was programmed and cancelled without difficulty during testing. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 12 hours with no issues occurring. The complaint of a history settings issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a temp basal could not be cancelled. This complaint is being reported because the alleged issue could cause an incorrect insulin delivery. There was no allegation of an adverse event associated with this complaint.